Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that an increase in shock impedance measurements was noted when it comes to this right ventricular (rv) lead with the values recently out of range. Technical services (ts) discussed doing a lead replacement at the time of the device replacement. Ts also noted an episode of noise and anti tachycardia therapy (atp) delivered. Ts discussed reviewing the episodes and considering the use of onset/stability if the noise was still present. Ts also discussed performing daily measurements and lead evaluations, as well as doing a commanded shock to evaluate the integrity of the system. At this time the lead remains implanted. No adverse patient effects were reported.